Event description:
Angiogram. Device was flushed and then an amplatz .035 wire was inserted into the support catheter. While the support catheter was outside the sheath, the physician felt resistance with the wire inside the support catheter. The tech re-flushed & when the physician pulled back on the wire, the support catheter broke in two. The device never entered the sheath or patient. Both pieces of the catheter, along with the wire. No injury reported.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. The catheter was received for evaluation without any ancillary devices from the procedure. The catheter was fractured at the proximal marker band location. The fracture faces exhibited localized necking (diameter reduction) indicating a ductile fracture consistent with a tensile force exceeding the catheters material strength. The shaft also exhibited spiral cuts at both at the distal end and near the fracture site. This complaint is reported that the catheter was not in the patient at the time it broke.